Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the whole drawer had failed, and device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the whole drawer had failed, and device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer was failed. A field service engineer found that the station had a "device not detected on bus" issue for drawer 4.1. While the station was powered on, the back panel was opened to inspect the board lights, which were all lit with no visible issues. After shutting down the station, all connections for sub-drawers 4.1 and 4.2 were disconnected and reconnected. A multimeter was used to verify drawer controller functionality, which was confirmed. The system was reassembled, and diagnostics were run under the support user. The acceptance test for drawer 4.1 passed successfully, with all lid operations functioning correctly. The customer also verified drawer detection through space configuration. The system functioned as intended after the field service engineer repaired the device.